Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient was almost two years out from primary tka. She fell on her knee and started experiencing persistent pain. Patient underwent revision for loose tibial component. Tibial component and liner revised, femoral component and patellar component retained.

Manufacturer narrative:
Reported event: an event regarding tibial loosening involving a triathlon baseplate component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: DHR review determined that the lot was manufactured and packed to specification. -complaint history review: chr review confirmed that there have been no similar events for the lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided.

Event description:
Patient was almost two years out from primary tka. She fell on her knee and started experiencing persistent pain. Patient underwent revision for loose tibial component. Tibial component and liner revised, femoral component and patellar component retained.